Manufacturer narrative:
The lvad pump was not explanted after the pt's death and will not be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR was advised that the pt was admitted into the hospital in ICU with a cerebral bleed. The hospital contacted the vad coordinator at the implanting center to find out how to "turn off" the lvad pump to withdraw support. They were referred to the pt's cardiologist. The lvad pump was not explanted after death.